Event description:
The reporter indicated that a 12.6mm vticm5_12.6 implantable collamer lens of -8.50/3.5/080 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2023. The patient experienced refractive surprise, lens remains implanted. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).